Event description:
It was reported that a non-physiologic signal was noted with this atrial lead. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).